Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('felt discomfort, abdominal pain in the hypogastrium, with increase on bending, tummy pain') and device breakage ('right essure device fractured, fragment left') in a 23-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2 (normal delivieries). Concurrent conditions included physiotherapy (shortening of sternocleidomastoid pectorals, bilateral contracture of upper and middle trapezius) since (B)(6) 2013, tendonitis (foot with toe pain) since (B)(6) 2012, fall since (B)(6) 2011, hand injury (due to fall) since (B)(6) 2011, knee injury (bilateral, due to fall) since (B)(6) 2011, muscle contracture (right trapezius) since (B)(6) 2010, cervicalgia (of mechanical nature, radiating to both shoulders, paresthesias in hands and feet, chronic) since (B)(6) 2010, bartholin's cyst (hospitalisation, cyst excision) since (B)(6) 2008, bartholinitis since (B)(6) 2008, wart (diagnosis leg wart infection after keratolytics, skin damages with scaling and itching) since 2007, hypochondrium pain left since 2005, abdominal pain since 2005, abdominal discomfort since 2005, low back pain since 2005, epigastric pain (postprandial, regurgitation) since 2004 and migraine (increasing since age 13, chronic, 7 crises per month, analgesic abuse, botox) since 1997. Family history included migraine (in mother). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2010, the patient experienced abdominal distension ("evening abdominal swelling, nocturnal bloating"). On (B)(6) 2012, the patient experienced vaginal discharge ("increase in the amount of flow, discharge"), 5 years 9 months after insertion of essure (ess205). On (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia for a few months"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria hospitalization prolonged and intervention required) and complication of device removal ("intrauterine right essure fragment was left"). In (B)(6) 2017, the patient experienced post procedural constipation ("constipation following hysterectomy, stool without pathological products"). On (B)(6) 2017, the patient experienced postoperative wound infection ("postoperative wound infection") with incision site discharge and wound complication. On (B)(6) 2017, the patient experienced vulvovaginal candidiasis ("vaginal candidiasis"). On (B)(6) 2017, the patient experienced groin pain ("groin pain"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria hospitalization and intervention required), pelvic pain ("pelvic pain"), back pain ("mechanical back pain"), amenorrhoea ("absence of menstruation"), premenstrual headache ("daily chronic headache, 12 headache days per month, mostly premenstrual"), gastrooesophageal reflux disease ("the amount of reflux increased"), dyspepsia ("dyspepsia"), helicobacter gastritis ("active chronic gastritis associated with helicobacter pylori"), decreased appetite ("loss of appetite"), paraesthesia ("felt pins and needles in abdomen"), alopecia ("hair loss"), insomnia ("insomnia"), migraine ("migraines of adolescence are increasing"), fatigue ("excessive fatigue"), swelling ("swelling"), pain in extremity ("pain in the lower limbs"), loss of libido ("lack of sexual drive"), depression ("depression") and anxiety ("anxiety") and was found to have weight decreased ("weight loss"). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017. The patient was treated with amitriptyline, betamethasone dipropionate;clotrimazole (clotrimazole/betamethasone dipropionate), botulinum toxin type a (botox), dexketoprofen trometamol (enantyum), domperidone (motilium), ibuprofen, omeprazole, paracetamol and surgery (essure removal by bilateral salpingectomy and total hysterectomy for complete essure removal). Essure (ess205) was removed on (B)(6) 2017. On (B)(6) 2019, the helicobacter gastritis had resolved. At the time of the report, the abdominal pain lower, abdominal distension, back pain, decreased appetite, weight decreased, alopecia, migraine, loss of libido and depression had not resolved and the device breakage, complication of device removal, pelvic pain, dyspareunia, groin pain, amenorrhoea, vaginal discharge, vulvovaginal candidiasis, premenstrual headache, gastrooesophageal reflux disease, dyspepsia, paraesthesia, postoperative wound infection, insomnia, fatigue, swelling, pain in extremity, anxiety and post procedural constipation outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, amenorrhoea, anxiety, back pain, complication of device removal, decreased appetite, depression, device breakage, dyspareunia, dyspepsia, fatigue, gastrooesophageal reflux disease, groin pain, helicobacter gastritis, insomnia, loss of libido, migraine, pain in extremity, paraesthesia, pelvic pain, post procedural constipation, postoperative wound infection, premenstrual headache, swelling, vaginal discharge, vulvovaginal candidiasis and weight decreased to be related to essure (ess205). No further causality assessment were provided for the product. The reporter commented: after the insertion of the essure device, client felt discomfort in the hypogastrium due to the device, and the amount of reflux increased. Due to the mentioned discomfort, on (B)(6) 2016, client requested to have the essure device removed. In the medical consultation on that date, she reported having abdominal pain in the hypogastrium, which increased when she bent her chest. She also felt pins and needles. On (B)(6) 2017 the device was finally removed by the medical professionals. This removal was performed by means of left salpingectomy with the complete removal of essure. When trying to remove the right device, the device fractured and intrauterine fragments were left. Therefore, a total hysterectomy was performed, with bilateral salpingectomy and vascular vessels ligation with bipolar cautery and ultrasonic incision. She was finally discharged on (B)(6) 2017. After the removal of the device, her ailments - instead of improving - got much worse. She went to the emergency room on several occasions ((B)(6)) and she felt pain in the wound, which was foul-smelling and had yellowish discharge. She also had groin pain, vaginal candidiasis, insomnia, anxiety, hair loss and lack of sexual drive; all those were symptoms related to the insertion and subsequent removal of the device. (B)(6) 2018 at neurology. She has chest tightness preventing exercise, difficulty falling asleep, decreased appetite with weight loss, somatic complaints with gastric pain, headache, back pain, anxious dysthymia, lowered libido and low activity due to functional limitation. This condition takes about 2 years of evolution, she relates it to the surgery that removed essure device and the move of her mother who has gone to live abroad diagnostic results (normal ranges are provided in parenthesis if available): biopsy - on (B)(6) 2018: upper digestive tract: active chronic gastritis associated with helicobacter pylori. Cytology - in (B)(6) 2012: normal. Gynaecological examination - on (B)(6) 2017: normal vagina, normal discharge. Magnetic resonance imaging - in (B)(6) 2019: clinical judgment: cervicalgia with paresthesia and posterior vertebral sacrum. Rectification without listing complementary tests: incipient cervicortrosis with rectification and inversion of lordosis. Pathology test - on (B)(6) 2017: after hysterosalpingectomy: no pathological findings. Spinal x-ray - on (B)(6) 2012: cervical spine: some osteophyte. Dorsolumbal: no assessable findings; on (B)(6) 2018: x-ray 2018 and 2014 evaluated, compared to a large rectification that appeared in the 2018 study. The clinical judgment was: -chronic migraine that has progressed to episodic high-frequency migraine -cervicogenic headache and mechanical neck pain -depressive syndrome. Ultrasound abdomen - on (B)(6) 2017: significant meteorism. Ultrasound scan vagina - on (B)(6) 2012: both essures normoinserts observed; on (B)(6) 2016: uterus in suede, regular, of normal size and shape. Essure well placed on the right with several cavity rings, normal ovaries, and varicose plexuses in both adnexal regions; on (B)(6) 2017: no pathological findings; on (B)(6) 2018: normal ovaries. X-ray of pelvis and hip - on (B)(6) 2007: anteroposterior pelvic x-ray check. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 16-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('felt discomfort, abdominal pain in the hypogastrium, with increase on bending, tummy pain') and device breakage ('right essure device fractured, fragment left') in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2 (normal delivieries). Concurrent conditions included physiotherapy (shortening of sternocleidomastoid pectorals, bilateral contracture of upper and middle trapezius) since (B)(6) 2013, tendonitis (foot with toe pain) since (B)(6) 2012, fall since (B)(6) 2011, hand injury (due to fall) since (B)(6) 2011, knee injury (bilateral, due to fall) since (B)(6) 2011, muscle contracture (right trapezius) since (B)(6) 2010, cervicalgia (of mechanical nature, radiating to both shoulders, paresthesias in hands and feet, chronic) since (B)(6) 2010, bartholin's cyst (hospitalisation, cyst excision) since (B)(6) 2008, bartholinitis since (B)(6) 2008, wart (diagnosis leg wart infection after keratolytics, skin damages with scaling and itching) since 2007, hypochondrium pain left since 2005, abdominal pain since 2005, abdominal discomfort since 2005, low back pain since 2005, epigastric pain (postprandial, regurgitation) since 2004 and migraine (increasing since age 13, chronic, 7 crises per month, analgesic abuse, botox) since 1997. Family history included migraine (in mother). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2010, the patient experienced abdominal distension ("evening abdominal swelling, nocturnal bloating"). On (B)(6) 2012, the patient experienced vaginal discharge ("increase in the amount of flow, discharge"), 5 years 9 months after insertion of essure (ess205). On (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia for a few months"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria hospitalization prolonged and intervention required) and complication of device removal ("intrauterine right essure fragment was left"). In (B)(6) 2017, the patient experienced constipation ("constipation following hysterectomy, stool without pathological products"). On (B)(6) 2017, the patient experienced postoperative wound infection ("postoperative wound infection") with incision site discharge and wound complication. On (B)(6) 2017, the patient experienced vulvovaginal candidiasis ("vaginal candidiasis"). On (B)(6) 2017, the patient experienced groin pain ("groin pain"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria hospitalization and intervention required), pelvic pain ("pelvic pain"), back pain ("mechanical back pain"), amenorrhoea ("absence of menstruation"), premenstrual headache ("daily chronic headache, 12 headache days per month, mostly premenstrual"), gastrooesophageal reflux disease ("the amount of reflux increased"), dyspepsia ("dyspepsia"), helicobacter gastritis ("active chronic gastritis associated with helicobacter pylori"), decreased appetite ("loss of appetite"), paraesthesia ("felt pins and needles in abdomen"), alopecia ("hair loss"), insomnia ("insomnia"), migraine ("migraines of adolescence are increasing"), fatigue ("excessive fatigue"), swelling ("swelling"), pain in extremity ("pain in the lower limbs"), loss of libido ("lack of sexual drive"), depression ("depression") and anxiety ("anxiety") and was found to have weight decreased ("weight loss"). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017. The patient was treated with amitriptyline, betamethasone dipropionate;clotrimazole (clotrimazole/betamethasone dipropionate), botulinum toxin type a (botox), dexketoprofen trometamol (enantyum), domperidone (motilium), ibuprofen, omeprazole, paracetamol and surgery (essure removal by bilateral salpingectomy and total hysterectomy for complete essure removal). Essure (ess205) was removed on (B)(6) 2017. On (B)(6) 2019 abdominal pain lower, abdominal distension, back pain, decreased appetite, weight decreased, alopecia, migraine, loss of libido and depression had not resolved and the device breakage, complication of device removal, pelvic pain, dyspareunia, groin pain, amenorrhoea, vaginal discharge, vulvovaginal candidiasis, premenstrual headache, gastrooesophageal reflux disease, dyspepsia, paraesthesia, postoperative wound infection, insomnia, fatigue, swelling, pain in extremity, anxiety and constipation outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, amenorrhoea, anxiety, back pain, complication of device removal, constipation, decreased appetite, depression, device breakage, dyspareunia, dyspepsia, fatigue, gastrooesophageal reflux disease, groin pain, helicobacter gastritis, insomnia, loss of libido, migraine, pain in extremity, paraesthesia, pelvic pain, postoperative wound infection, premenstrual headache, swelling, vaginal discharge, vulvovaginal candidiasis and weight decreased to be related to essure (ess205). The reporter commented: after the insertion of the essure device, client felt discomfort in the hypogastrium due to the device, and the amount of reflux increased. Due to the mentioned discomfort, on (B)(6) 2016, client requested to have the essure device removed. In the medical consultation on that date, she reported having abdominal pain in the hypogastrium, which increased when she bent her chest. She also felt pins and needles. On (B)(6) 2017 the device was finally removed by the medical professionals. This removal was performed by means of left salpingectomy with the complete removal of essure. When trying to remove the right device, the device fractured and intrauterine fragments were left. Therefore, a total hysterectomy was performed, with bilateral salpingectomy and vascular vessels ligation with bipolar cautery and ultrasonic incision. She was finally discharged on (B)(6) 2017. After the removal of the device, her ailments - instead of improving - got much worse. She went to the emergency room on several occasions ((B)(6)) and she felt pain in the wound, which was foul-smelling and had yellowish discharge. She also had groin pain, vaginal candidiasis, insomnia, anxiety, hair loss and lack of sexual drive; all those were symptoms related to the insertion and subsequent removal of the device. (B)(6) 2018 at neurology. She has chest tightness preventing exercise, difficulty falling asleep, decreased appetite with weight loss, somatic complaints with gastric pain, headache, back pain, anxious dysthymia, lowered libido and low activity due to functional limitation. This condition takes about 2 years of evolution, she relates it to the surgery that removed essure device and the move of her mother who has gone to live abroad. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy - on (B)(6) 2018: upper digestive tract: active chronic gastritis associated with helicobacter pylori. Cytology - in (B)(6) 2012: normal. Gynaecological examination - on (B)(6) 2017: normal vagina, normal discharge. Magnetic resonance imaging - in (B)(6) 2019: clinical judgment: cervicalgia with paresthesia and posterior vertebral sacrum. Rectification without listing complementary tests: incipient cervicortrosis with rectification and inversion of lordosis. Pathology test - on (B)(6) 2017: after hysterosalpingectomy: no pathological findings. Spinal x-ray - on (B)(6) 2012: cervical spine: some osteophyte. Dorsolumbal: no assessable findings; on (B)(6) 2018: x-ray 2018 and 2014 evaluated, compared to a large rectification that appeared in the 2018 study. The clinical judgment was: -chronic migraine that has progressed to episodic high-frequency migraine -cervicogenic headache and mechanical neck pain -depressive syndrome. Ultrasound abdomen - on (B)(6) 2017: significant meteorism. Ultrasound scan vagina - on (B)(6) 2012: both essures normoinserts observed; on (B)(6) 2016: uterus in suede, regular, of normal size and shape. Essure well placed on the right with several cavity rings, normal ovaries, and varicose plexuses in both adnexal regions; on (B)(6) 2017: no pathological findings; on (B)(6) 2018: normal ovaries. X-ray of pelvis and hip - on (B)(6) 2007: anteroposterior pelvic x-ray check. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.